Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found that due to wear of scope cover packing, water tightness was lost. Air/water cylinder had discoloration. Suction cylinder had discoloration. Flexibility adjustment ring had a scratch. Forceps channel port had corrosion. Switch box had a scratch. Right/left knob had a scratch. Up/down knob had corrosion. Air/water cylinder had corrosion. Grip had a scratch. Scope connector cover unit had discoloration. Scope connector case unit had a stain. Circuit board unit in scope connector had discoloration due to water leakage. Cable unit had discoloration due to water leakage. Image guide protector had a scratch. Objective lens had a scratch. Connecting tube had a cut. Universal cord had coating peeling. Due to shortcut of circuit board unit, e218 (scope malfunction err) occurs. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited: foreign material found in the light guide lens and the nozzle and residual liquid/ foreign material came out of the jet tube. There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation.   New information added on field: h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured.   Based on the results of the investigation, it could not be definitively determined what the foreign material was adhered at the auxiliary water channel, nozzle, and light guide lens. The foreign material was possibly not removed since the reprocessing was not conducted properly for leakage due to wear of scope cover packing. Therefore, the cause of the material remaining in the device could not be determined. The event can be [detected/prevented] by following the instructions for use which state: instructions for use states that detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Instructions for use states that preventive measure in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope." Three attempts were made to obtain additional information regarding the reported event, but no response was received from the customer. Olympus will continue to monitor field performance for this device.